Event description:
It was reported the bed alarm does not work, potentially indicating a clinician would not be alerted/aware of a patient fall. The customer originally cancelled the work order before providing further details and stated no further action was required at the time. A stryker field service technician later followed up with the customer and evaluated the device.

Manufacturer narrative:
The customer originally canceled their request for service; however, a stryker field service technician contacted the customer for a follow up. The device was evaluated. The product information as well as section h codes have been updated.

Manufacturer narrative:
User facility canceled their request for service.

Event description:
It was reported the bed alarm does not work, potentially indicating a clinician would not be alerted/aware of a patient fall. The customer cancelled the work order before providing further details, including a model or serial number. The customer stated no further action is needed from stryker at this time.